Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, observed 40 mm dark patch edge material inside gel device, was observed after autoclave: cloudy color and voids, the weight the device within specification. A microscopic analysis was performed which identified, wear abrasion. Based on the device analysis the final assessment is: no observed openings on the device or issues related with the complaint (rupture).

Event description:
Health professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device has been explanted.